Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to the patient had difficulty inflating the device as the pump was very difficult to squeeze. A new inflatable penile prosthesis pump was implanted. There were no issues following the revision surgery.